Event description:
It was reported that the lead was explanted due to noise experienced with deep inspiration.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Internal insulation abrasion was found at 7.8-8.0cm from the lead tip. The etfe coating was abraded at the same location.